Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000mg every other day and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to a touch contamination event in which the patient did not perform proper hand hygiene prior to initiation or discontinuation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.